Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The connector of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device change-out the connector would not release the lead's pin. The implantable pulse generator (ipg) and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).